Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and lead were explanted due to unknown product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to loss of capture; it was suspected to be caused by the lead having pulled back. It was suspected for the cause to be a dislodgement. No additional information is available at the moment. Device has been received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to loss of capture; it was suspected to be caused by the lead having pulled back. No additional information is available at the moment. Device has been received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to loss of capture and amplitude out of range; it was suspected to be caused by the lead having pulled back. Dislodgement was suspected. Technical services (ts) was consulted and noted oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received, corrected fields: h6. Device codes.

Event description:
It was reported that this lead was explanted due to loss of capture and amplitude out of range; it was suspected to be caused by the lead having pulled back. It was suspected for the cause to be a dislodgement. No additional information is available at the moment. Device has been received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to loss of capture and amplitude out of range; it was suspected to be caused by the lead having pulled back. Dislodgement was suspected. Technical services (ts) was consulted and noted oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received, corrected fields: h6. Device codes upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations, lead dislodgement is a known inherent risk of device.